Event description:
Customer is complaining about: fms footpedal 4 way doesn't work. The pump and shaver power off --->probably contact issue. Consequences: was the procedure interrupted? No. Was an alternative technique used? No. Was a new device used? If yes, which one? No. They have no other footpedale. Was the patient's condition adversely affected? Yes. Procedure extended the intervention took 1h40 instead of 20 min in normal case :how is doing the patient? She will check with physician add'l info (ocd rpt.) Phsp - zfpedal4 - dnr - problem statement: customer is complaining about: fms footpedal 4 way doesn't work. The pump and shaver power off --->probably contact issue contact details: contact title: biomed physician name: dr (B)(6) physician tel. No.: not provided complaint details date incident occurred: not provided type of procedure/intervention: knie arthroscopy before, during, after the procedure? During the procedure was the device used on the patient? Yes. Consequences: was the procedure interrupted? No was an alternative technique used? No was a new device used? If yes, which one? No. They have no other footpedale was the patient's condition adversely affected? Yes. Procedure extended the intervention took 1h40 instead of 20 min in normal case :how is doing the patient? She will check with physician . Cust asked for an loan equipment urgently she needs very quickly a cost estimate (today) and another footpedale email for cost estimate (B)(4). I will transmit to pole equipment additional information provided by ocd: called customer back this morning and get interesting informations: asked if she send the foot pedal back and to whom she address it they send it to: ethicon (B)(4). She explain me that they found the issue , it was not due to the foot pedal but it was due to a defective cable that was connected in the back of the fms pump and not used anymore as it allows to connect an additional foot pedal since they removed this damaged cable it works well. Reference from this cable is (B)(4). So the issue was not due to the foot pedal.

Manufacturer narrative:
Mitek has not received this device for evaluation and it is unknown if the device has been returned. However, it was reported that the interface cable ws faulty leading to the reported failure during the procedure. Without physical evaluation, a definite root cause for this device failure cannot be determined. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.